Event description:
The customer reported a problem with his precision xtra/optium blood glucose meter that it would not turn on when the button was pressed or when the strip was inserted in the port. The customer reported the following symptoms: "dizziness and being incoherent" while talking with customer service. The customer refused customer service's offer to call 911 to assist him. Customer was unable to complete survey at that time. A follow-up with the customer indicated he "lost consciousness" at some point in time. There was no report of third party medical intervention, death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted once investigation results are complete.